Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) prompting lead I faulty alarm. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) checked the cable condition on the device during onsite visit at biomedical engineer (bme) office and confirmed the physical outlook was ok. Fse used patient simulator (prosim 8) to test ECG signal (lead I , ii , iii , v) and confirmed all signal show right waves form. Fse returned cable back to bme with ECG cable (trunk+leads) working ok.